Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardiac defibrillator (ICD) exhibited far r-wave oversensing resulting in inappropriate automatic mode switch and competitive atrial pacing. As a resolution the ICD was reprogrammed on (B)(6) 2025. The patient condition was stable.

Event description:
Additional information received confirmed that there was no competitive atrial pacing observed on the implantable cardiac defibrillator (ICD).